Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter, length 20mm, diameter 2.0mm, was intended to treat a 50-90% stenosed lad lesion in a pt. It was reported that the transitional wire of the device was exposed on withdrawal of the device from the pt, after inflation and deflation. It was reported that the device was inspected prior to use with no abnormalities noted. No pt injury occurred and no clinical sequelae have been reported. Pt was well post procedure.

Manufacturer narrative:
(B)(4). Eval: results: (guidewire), (multiple devices used in vessel). Conclusions: (guidewire). Eval summary: the device was returned to medtronic for evaluation. The guide wire entry port, distal outer and inner shaft were severly torn with a chatter mark effect 5.3mm distally along the shaft. A 4.5cm of the core wire was exposed distal to the guide wire entry port. The distal portion of the device was stretched and the distal tip was partially flattened. The balloon was partially inflated. Negative purge confirmed the presence of a leak at the tear site. Cd images were also received. The cd images contained images of numerous devices and guide wires being used in the lad and its branches during the procedure.